Manufacturer narrative:
E1: patient city: (B)(6) patient country: denmark e1:name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury the code a0105 is not available so taken a27. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that patient faced an event where insulin not absorbing as expected on (B)(6) 2026 and had high blood glucose managed with insulin via pump.